Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarms and device software error alarms. The blood glucose at the time of the incident was 342 mg/dl. Troubleshooting was not completed because the insulin pump had a motor error alarm during the rewind portion of prime. Advised customer her insulin pump is out of warranty and to call back when she gets home to finish troubleshooting. Customer stated that she will continue to use the insulin pump but advised her to go to the local clinic or emergency room if she gets motor error alarms and if her blood glucose levels continue to rise. The device will not be returned for analysis.